Event description:
It was reported that during an unk procedure, when firing the fourth reload, the doctor found that the formation of the reload is very bad. Unk how case was completed. There were no adverse consequences to the pt. Requested and received the following info on 01/12/2010.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.